Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(6) that an ar-8330h shaver handpiece wires were exposed. There was no case involvement that is known.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 (device not returned) the most likely cause for the reported event is due to normal wear and tear.